Event description:
Event description guidant received information that the patient with this pacemaker experienced a syncopal episode and fell. Initially a loss of capture was observed on both the atrial and ventricular channels on external electrocardiogram in the hospital emergency room. However, later only a ventricular loss of capture was observed. It was also reported that no pacing was observed. The physician then elected to explant and replace both the pacemaker and the ventricular lead. The physician suspected that the patient issues were related to the pacemaker and its recall status. The device is within a recall population for this model of pacemaker. The device was returned for analysis.